Event description:
My mom had been using fixodent dental cream for about two months when she started feeling numbness on her arm and leg. The numbness got worse over time. I thought she might be having a stroke. Then I remembered seeing a commercial about denture cream lawsuit that causes neuropathy. I called in 2009 - to check with them about fixodent's adverse reaction. She told me that there is no major adverse reactions from using fixodent. I told her about the commercial on tv, the lawsuit. She mentioned something about zinc oxide. I called my mom's doctor the next day and told them about her numbness. They ordered a head CT. She later saw the doctor the same day to discuss her head CT. The doctor said that her numbness was because of her diabetes. I told my mom not to use fixodent anymore. After she stopped using it, the numbness went away. Dates of use: 2009. Diagnosis or reason for use: to keep denture in place. Event abated after use stopped: yes.